Event description:
Materials#: 309628. Batch#: 3312442. Verbatim: rcc received a complaint via email. Email(s) attached. On 1/24/24, one intact bd 1 ml syringe luer-lok tip (ref (B)(4) (lot 3312442 exp 2028-10-31) was discovered and escalated to manager since marked increments and numbers are illegible. No patient harm. Escalation prior to use on any patient. Sample ready for return for investigation.

Manufacturer narrative:
One sample and two photos of a 1ml luer-lok syringe material #309628 lot 3312442 were received and evaluated. The sample received in a sealed package with all applicable product information on the top web has multiple scratch marks on the barrel with the scale markings mostly missing on most of the syringe and the scale marking that are there are grossly skewed. One image shows the top web side of the package as described above and the other shows the bottom web side of the package with the syringe visible with the scale marking issues as described above. The conditions observed are non-conforming per product specification. Potential root cause for the barrel damaged and scale marking defects are associated with the marking process. A device history record review was completed for provided lot number 3312442 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok had a scale marking issue. The following information was provided by the initial reporter: "on (B)(6) 2024, one intact bd 1 ml syringe luer-lok tip (ref (B)(4)) (lot 3312442 exp 2028-10-31) was discovered and escalated to manager since marked increments and numbers are illegible." No patient harm. Escalation prior to use on any patient. Sample ready for return for investigation.